Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, while attempting to staple lung tissue, the stapler fired only two-thirds across tissue. As a result, non-stapled lung tissue was bleeding and multiple sutures required to sew remainder of staple line.